Manufacturer narrative:
Pump eval indicated the reported condition could not be confirmed.

Event description:
This pump was being used in the ob/nursery dept. For infusion of lipids. The pump was reportedly set to deliver a prescribed volume over 12 hrs. The pump appeared to deliver the volume in one hr. No pt. Incident or issues as a result. No other info is known.